Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. However, omsc assumed that the reported event was caused by the followings; defect of the charge coupled device (ccd) unit of the device defect of the circuit board in the connector of the device defect of the video processor if additional information becomes available, this report will be supplemented.

Event description:
A customer reported that there was a hole in the bending section rubber and sent to olympus. Then, olympus inspected the device at olympus service operation repair center (sorc) and found that when the bending section was angulated, noise occurred and the endoscopic image was not visible. It was a MDR reportable malfunction. There was no report of patient injury associated with this event.